Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment of sluggish performance with the device, however a system error was found. The hard drive was replaced, and the software was reloaded, re-imaged, and updated. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was very slow, and would re-boot/shut down on its own. The programmer has been returned for rep air. No patient complications have been reported as a result of this event.